Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to successfully interrogate the implantable pulse generator (ipg) in clinic using the programmer device. The ipg remains in use. No patient complications have been reported as a result of this event.